Manufacturer narrative:
Info not provided on initial report. Add'l info has been requested. Cannot be determined without lot number. Subject device is an instrument and is not implanted/explanted. Device has not been returned, no lot number provided. Device history record review cannot be completed without lot number. No conclusions can be drawn.

Event description:
Surgeon was using a flexible reamer system, and the reamer came off the shaft. The surgeon was required to make an extra incision in the patient. No additional details are available at this time. This is one of two reports for this event.